Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported right heart failure could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the healthcare professional that prior to lvad implant the patient did not have right heart failure. The right heart failure reportedly worsened with lvad implant, but the lvad did not cause or contribute to the right heart failure.

Event description:
Additional information: it was reported that the subject was unable to discontinue ventilator support by post-operative day 7. The patient had a history of chronic obstructive pulmonary disease complicated by post-operative right heart dysfunction requiring inotropic support. No significant pleural effusion was noted and the patient's fluid status was well controlled. The patient was still unable to wean from ventilation by post-operative day 13 and tracheostomy was performed on (B)(6) 2018. The subject was discharged on (B)(6) 2018 to a long-term acute care hospital (ltach). The patient continued pressure support trials with tracheostomy while at the ltach and was eventually successfully decannulated on (B)(6) 2018.

Manufacturer narrative:
Section b5 and h6 (patient code): additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported respiratory failure could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 lvas and the reported right heart failure could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists respiratory failure and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2018. It was reported that the patient had right heart failure beginning on (B)(6) 2018. The patient had low cardiac output of approximately 5 lpm and elevated central venous pressures of approximately 14 mmhg despite two continuous inotropic therapies through lvad post-operative day 7. Transesophageal echocardiogram demonstrated moderate to severe right ventricular dysfunction with proper positioning of the lvad inflow cannula with expected velocities. The patient was slightly hypervolemic on exam with 14cm jugular venous distension (jvd) and mild extremity edema. Since implant the patient was on epinephrine and norepinephrine, with norepinephrine stopped on post-operative day 4 and epinephrine stopped post-operative day 8. Dobutamine had been started briefly post-operative day 3 with poor effect and was discontinued. Milrinone was started post-operative day 5 and stopped post-operative day 15. The patient had prolonged hospitalization and was treated with inotropes. The event reportedly resolved on (B)(6) 2018.